Event description:
It was reported that the surgeon was drilling in the femoral area and upon making contact with the bone, the tip of the flip cutter broke. The surgeon attempted to retrieve the broken piece with a king fischer grasper, however, upon retrieving the broken piece it fell behind the femoral cordis. The surgeon completed the acl recontruction procedure. Upon completing the procedure, the surgeon turned the patient from a supine to a prone position and cut a small incision on the back of the leg. The surgeon was able to retrieve the broken piece.

Manufacturer narrative:
Patient demographics (date of birth) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. The evaluation revealed the cutter broke-off a partial tear of the actuator tube and one of the inner rod tangs. Review of the tangs and actuator tube revealed weld was present around the i.d's and end of the cross pin. The partially torn-off actuator piece was not returned for evaluation. No damage was observed along the shaft or cutter. Complainant's event typically caused by user mechanical damage to device such as hitting the device with another device, prying/leveraging or excessive bending forces being applied during use. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.